Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.

Event description:
A patient ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with a total of 3.5ml of coaptite, lot 1026790 on (B)(6) 2011. On (B)(6) 2014 the patient had a urinary tract infection that was treated with nitrofurantoin 50mg. The event was reported as ongoing. The physician assessed the event as mild and definitely not device related.